Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon ruptured. The target lesion was located in the superficial femoral artery (sfa). While using a 5.0 mm x 150 mm charger balloon, it was noted the balloon ruptured. The device was successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. A pinhole leak 12mm proximal to the proximal edge of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured. The target lesion was located in the superficial femoral artery (sfa). While using a 5.0 mm x 150 mm charger balloon, it was noted the balloon ruptured. The device was successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.